Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), device breakage ('the remaining fragments of the essure device were then grasped at the corneal region'), crohn's disease ('gastrointestinal or digestive system condition type crohns') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraplegia and multi gravida. Concomitant products included alprazolam, alprazolam (xanax), ibuprofen, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), probiotics nos, tizanidine, tizanidine hydrochloride (zanaflex) and trospium chloride. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and diarrhoea ("gastrointestinal or digestive system condition type: recurrent diarrhea"). In 2015, the patient experienced abdominal pain ("pain/abdomen/abdominal pain"), adnexa uteri pain ("pain ovarian area"), depressive symptom ("psychological or psychiatric problems condition: depressive symptoms"), anxiety ("psychological or psychiatric problems condition: increased anxiety/psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rosacea ("rashes or skin conditions type: suspected rosacea / developed rash like condition on my cheeks that still persists, undiagnosed but look like rosacea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), incontinence ("incontinence became more severe"), cystitis ("recurrent infections"), weight loss poor ("inability to lose weight"), irritable bowel syndrome ("gastrointestinal or digestive system condition type-ibs"), pelvic pain ("pelvic pain"), rash ("rash/skin condition"), headache ("headaches"), thyroid disorder ("thyroid"), systemic lupus erythematosus (seriousness criterion medically significant), arthritis ("arthritis"), carpal tunnel syndrome ("carpal tunnel") and bladder disorder ("bladder problem"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device breakage, crohn's disease, adnexa uteri pain, rosacea, fatigue, weight increased, incontinence, cystitis, weight loss poor, irritable bowel syndrome, rash and headache outcome was unknown, the abdominal pain, pelvic pain, thyroid disorder, systemic lupus erythematosus, arthritis, carpal tunnel syndrome and bladder disorder had resolved and the depressive symptom, anxiety, migraine, nausea, vomiting and diarrhoea was resolving. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthritis, bladder disorder, carpal tunnel syndrome, crohn's disease, cystitis, depressive symptom, device breakage, diarrhoea, fatigue, headache, incontinence, irritable bowel syndrome, migraine, nausea, pelvic pain, rash, rosacea, salpingitis, systemic lupus erythematosus, thyroid disorder, vomiting, weight increased and weight loss poor to be related to essure. The reporter commented: after insertion. 3 coils remaining on left and 3 on the right. Plaintiff received treatment for pain, allergy , psych injury, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea and the following ones were described in patient¿s medical records: device breakage and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Events: pelvic pain , rash, headaches, thyroid, lupus, arthritis, carpal tunnel, bladder problem added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), device breakage ('the remaining fragments of the essure device were then grasped at the corneal region') and crohn's disease ('gastrointestinal or digestive system condition type crohns') in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraplegia and multi gravida. Concomitant products included alprazolam, alprazolam (xanax), ibuprofen, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), probiotics nos, tizanidine, tizanidine hydrochloride (zanaflex) and trospium chloride. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and diarrhoea ("gastrointestinal or digestive system condition type: recurrent diarrhea"). In 2015, the patient experienced abdominal pain ("pain/abdomen"), adnexa uteri pain ("pain ovarian area"), depressive symptom ("psychological or psychiatric problems condition: depressive symptoms"), anxiety ("psychological or psychiatric problems condition: increased anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rosacea ("rashes or skin conditions type: suspected rosacea / developed rash like condition on my cheeks that still persists, undiagnosed but look like rosacea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), incontinence ("incontinence became more severe"), cystitis ("recurrent infections"), weight loss poor ("inability to lose weight") and irritable bowel syndrome ("gastrointestinal or digestive system condition type-ibs"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device breakage, crohn's disease, abdominal pain, adnexa uteri pain, rosacea, fatigue, weight increased, incontinence, cystitis, weight loss poor and irritable bowel syndrome outcome was unknown and the depressive symptom, anxiety, migraine, nausea, vomiting and diarrhoea was resolving. The reporter considered abdominal pain, adnexa uteri pain, anxiety, crohn's disease, cystitis, depressive symptom, device breakage, diarrhoea, fatigue, incontinence, irritable bowel syndrome, migraine, nausea, rosacea, salpingitis, vomiting, weight increased and weight loss poor to be related to essure. The reporter commented: current weight 130 lbs. 3 coils remaining on left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, salpingitis lot number: b61391 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), device breakage ('the remaining fragments of the essure device were then grasped at the corneal region') and crohn's disease ('gastrointestinal or digestive system condition type crohns') in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraplegia and multi gravida. Concomitant products included alprazolam, alprazolam (xanax), ibuprofen, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), probiotics nos, tizanidine, tizanidine hydrochloride (zanaflex) and trospium chloride. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and diarrhoea ("gastrointestinal or digestive system condition type: recurrent diarrhea"). In 2015, the patient experienced abdominal pain ("pain/abdomen"), adnexa uteri pain ("pain ovarian area"), depression ("psychological or psychiatric problems condition: depressive symptoms"), anxiety ("psychological or psychiatric problems condition: increased anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rosacea ("rashes or skin conditions type: suspected rosacea / developed rash like condition on my cheeks that still persists, undiagnosed but look like rosacea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), incontinence ("incontinence became more severe"), cystitis ("recurrent infections"), weight loss poor ("inability to lose weight") and irritable bowel syndrome ("gastrointestinal or digestive system condition type-ibs"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device breakage, crohn's disease, abdominal pain, adnexa uteri pain, rosacea, fatigue, weight increased, incontinence, cystitis, weight loss poor and irritable bowel syndrome outcome was unknown and the depression, anxiety, migraine, nausea, vomiting and diarrhoea was resolving. The reporter considered abdominal pain, adnexa uteri pain, anxiety, crohn's disease, cystitis, depression, device breakage, diarrhoea, fatigue, incontinence, irritable bowel syndrome, migraine, nausea, rosacea, salpingitis, vomiting, weight increased and weight loss poor to be related to essure. The reporter commented: current weight (B)(6). 3 coils remaining on left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, salpingitis. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. Lot number, medical history, concomitant drugs, events: psychological or psychiatric problems condition: increased anxiety and depressive symptoms, rashes or skin conditions type: suspected rosacea / developed rash like condition on my cheeks that still persists, undiagnosed but look like rosacea, migraines / headaches, nausea, pain/abdomen and ovarian area, fatigue, weight gain, gastrointestinal or digestive system condition type: recurrent diarrhea and vomiting, recurrent infections, incontinence became more severe, inability to lose weight, symptoms suggesting possible diagnosis of crohns or ibs, salpingitis, the remaining fragments of the essure device were then grasped at the corneal region" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.